Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the first 1/3 of a total laparoscopic hysterectomy (tlh) procedure, the handpiece jaw was difficult to open. It was used on a broad ligament and was not stuck on tissue. The knife blade was not extended and the handpiece was cleaned when charring was present. The procedure was extended for 5 minutes to search for a new device to continue. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the hardened eschar was keeping the seal plates stuck together. The product analysis found the device's jaw opening and closing mechanism was functioning properly only once the device jaws were cleaned. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. It was reported that the jaws was difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device stopped working. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the first 1/3 of a total laparoscopic hysterectomy (tlh) procedure, the handpiece jaw was difficult to open. It was used on a broad ligament and was not stuck on tissue. The knife blade was not extended and the handpiece was cleaned when there was a charring deposited. The procedure was extended for 5 minutes to search for a new device to continue. A new handpiece was used and it worked fine. There was no patient injury.